Event description:
The stealth 360 peripheral orbital atherectomy device (oad) became stuck during treatment of a calcified lesion in the anterior tibial (at) artery. The physician believed they were in the lesion; however, they were in a large collateral due to patient anatomy. Due to this, the vessel spasmed. The patient was brought to surgery for removal of the oad. The surgery was successful. The patient was stable.

Manufacturer narrative:
H6 investigation conclusion code 22: the stealth 360 peripheral orbital atherectomy system instructions for user manual states that spasm of vessel is a potential adverse event that may occur and/or require intervention with use of the system. H6 health effect - clinical code 4581: vessel spasm. Csi ID: (B)(4).

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
The stealth 360 peripheral orbital atherectomy device (oad) became stuck during treatment of a lesion in the anterior tibial (at) artery. The procedure was aborted for surgical removal of the oad.